Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement. .

Event description:
(B)(4). Assisted ron price to identify the error 200.5040. Customer will need to flash the 8100 operate software version up, to be compatible to the pcu software (9.19.1.2). Customer to call back once they have the devices setup. (B)(4).